Manufacturer narrative:
Visual analysis was performed on the returned device. The reported difficulty to insert was unable to be confirmed due to the condition of the returned dc pod. The damage to the delivery catheter pod was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other similar complaints reported from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. It may be possible that the filter was pulled into the pod too quickly or with excessive force causing damage to the delivery catheter pod preventing the filtration element from being able to load properly; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation of the emboshield nav6 embolic protection system (eps), after pulling the filter into the delivery catheter (dc), when the delivery catheter and filter were pulled out together, the tip of the delivery catheter was found to be broken. There was no device use or patient involvement. Another emboshield was used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.